Manufacturer narrative:
Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a gas loss can occur due to one or more of the following probable causes: a gas gain or loss in the iab circuit takes place when a gas gain or gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain or loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when the iab inflation period is greater than or equal to 80 milliseconds and the deflation period is greater than or equal to 250 milliseconds.the alarm was likely caused by changes to intra-thoracic pressure caused by repositioning during a procedure. When no confirmed presence of leaks in iab, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to iabp issues.

Event description:
It was reported through a direct call from the customer to the emergency support program during use that the cardiosave intra aortic balloon pump(iabp) triggered a gas loss alarm. The esp had him perform proper troubleshooting.esp team explained the nature of the alarm and based on the information customer gave them regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by intrathoracic pressure changes related to movement there was no patient harm and injury reported.